Event description:
It was reported that during an unspecified procedure, guide wire damage and coating detachment occurred. The location of the lesion, degree of calcification and vessel tortuosity are unk. The 0.035 starter guide wire was advanced to an unspecified location. Upon attempting to remove the guide wire, "the other covering of the [guide] wire became detached". It was not known if the detached coating segment was removed from the pt, however, it was noted that the distal tip remained intact. Another of the same guide wire was used to complete the procedure. The pt's status is reported as "ok".

Manufacturer narrative:
Add'l info has been requested, but not yet received.